Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.

Manufacturer narrative:
The device was returned but has not yet been evaluated. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose (bg) reached 25 mmol/l (450 mg/dl) and that the cannula was out of the skin. Hyperglycemia treated by patient with a correction bolus and waited one hour before activating new pod which she gave another bolus. Her bg level lowered to 3 mmol/l (54 mg/dl). The pod was worn between 24 and 36 hours on the leg.